Event description:
Related manufacturer reference number: 2017865-2021-06005. Related manufacturer reference number: 2017865-2021-06006. It was reported that during remote device interrogation the pacemaker had atrial noise and ventricular noise alert. Ventricular lead noise was noted on intracardiac electrogram (egm). Both atrial lead noise and ventricular lead noise were noted during episodes of high ventricular rate (hvr). The patient did not report any symptoms. The physician elected to continue to monitor the leads and the device.